Manufacturer narrative:
Terumo has just received the actual device for evaluation; thus the evaluation has not been completed at the time of this report. This is an initial report; terumo intends to submit a follow-up report upon receipt of additional information. (B)(4).

Event description:
Terumo cardiovascular was informed that during cardiopulmonary bypass surgery, one of the valves on the low prime pack leaked blood to the other side. The product was changed out, there was approximately 5-10ml of blood loss, and the surgery was completed successfully.